Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot # 976370. Catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot # 979490. Catalog #: 180555, comp lk scr 3.5hex 4.75x40 st, lot # 017930. Catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 017690. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 533810. Catalog #: 115330, comp rvrs shdr glen bsplt +ha, lot # 247470. Catalog #: 00434904006, 40mm ã¿ +6mm offset poly liner, lot # 62438566. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned to the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to loss of fixation due to bone graft resorption, screw breakage, instability, and pain. The glenosphere and baseplate were removed and replaced. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Mechanical problem: unintended movement: unstable - a051207. Updated: b4, b5, d2, g3, h1, h2, h3, h6, h11. The reported event is unable to be confirmed for the items on this complaint. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views left shoulder demonstrate a reverse total shoulder arthroplasty with fractured screws and resulting glenohumeral dislocation. Review of the provided information indicates that the instability and pain reported are the resulting impact of the loss of fixation/screw breakage. The primary failure is the screw fracture and loss of fixation which is captured on a separate linked complaint. Therefore, no problem was found with the reported items on this complaint. Device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.